Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿effect of body mass index on postoperative mechanical alignment and long-term outcomes after total knee arthroplasty: a retrospective cohort study of 671 knees¿ written by ya-hao lai, jian cao, ze-xi li, wei feng, hong xu, and zong-ke zhou published on july 5, 2022 was reviewed. Thus, the present study sought to investigate whether a higher bmi is associated with an increased incidence of postoperative misalignment and worse clinical function after tka according to who grading for bmi. 529 tkas were involved in the final follow up. All were implanted with either a cemented sigma fb or rp. Cement manufacturer is unknown. Patellas weren't resurfaced. Adverse events: -117 knees were noted to have post-operative knee malalignment. No treatment noted. Patients suffer poor lower limb alignment, which led to a larger proportion of patients with postoperative residual varus. - 2 mechanical malfunctions were observed: 1 in a class ii obese patient, and the other in a class iii obese patient. No mention of the malfunction or treatment noted.